Event description:
It was reported that the patients ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h10. Block h10 should have been: additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:(B)(6).

Event description:
It was reported that the patients ipg was not charging. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components were retained by the medical facility and will not be returned.